Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging "after inserting a strip the meter does not show the "apply sample" straight away and to obtaibn that she has to take the strip off and insert it again." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.